Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was elevated and the caller was concerned the implantable pulse generator (ipg) was ma lfunctioning. The ipg remains in use. No further patient complications have been reported as a result of this event.